Event description:
Reporter alleged obtaining a discrepant blood glucose value of 49 mg/dl on a neonate pt using the gts advantage system back to back with a result of 31 mg/dl on a lab system when testing was performed within 10 minutes. Neonate pt was having symptoms of low blood glucose and was given formula as treatment based on the meter reading. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.